Event description:
It was reported this drainage catheter was placed for sclerotherapy. Post placement, 11 cc of absolute alcohol was injected through this catheter. Following completion of the injection, it was noted that the hub had dissolved and the catheter was cracked. Uneventful retrieval followed. Another catheter was placed to successfully complete the procedure. The pt's condition is good. This device has not been returned for evaluation. Therefore, no failure analysis is available drainage catheter and the co's directions for use outline appropriate usage of this device co believes the non-indicated use of this device contributed to this event and do not attribute it to this device. The co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, billiary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections... Caution: do not allow alcohol to come in contact with the catheter. Exposing the catheter to alcohol may damage the coating and the catheter".